Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12226 - device 7 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2021, it was reported that twelve infusion set tubing was leaking at the site and infusion set is used on day 2. The blood glucose level was high, and the issue is occurring due to correction bolus via pump. No further information available.